Manufacturer narrative:
B3: event date unknown. Device evaluation: one device was received. A visual inspection found scratches on the lens and a worn dso seal. There was no evidence to review in the event history log. During the functional testing, the customer reported issue was able to be confirmed. The cause was the inoperable dso sensor. The dso sensor was replaced. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported serial number.

Event description:
It was reported that the device had a cassette error. There was no patient involved and no patient harm/adverse event reported.